Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a broken trochantic fixation antirotation nail (tfna). The nail broke at the point at which the lag screw passes through the nail. The broken tfna nail, lag screw and distal locking screw were removed, and the patient was revised with another long tfna. 5.0mm ti locking screw w/t25 stardrive 40mm for im nails (part 04.005.530, lot 3l73170, quantity 1) was added to (B)(4) on march 27, 2020. Concomitant devices reported: tfna fem nail ø11 le 130° l235 timo15 (part 04.037.145s, lot 3l21423, quantity 1), tfna scr perf l100 tan (part 04.038.200s, lot h805327, quantity# 1). This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 40mm for im nails. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 04.005.530, lot number: 3l73170, manufacturing site: mezzovico, release to warehouse date: february 28, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: lockscr 5 l40 f/nails tan light green was received at us cq. Upon visual inspection at customer quality (cq), it is observed that the threads of the screw were stripped at multiple spots and discolored. Few threads were flattened. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca802): dimensional inspection of the received device was performed at cq. The threaded diameter of the screw was intended to be measuring from 4.35mm to 4.95mm and it was measured to be 4.83mm which is within specification. Documentation/ specification review: the following drawing(s) was reviewed; 5.0mm dia locking screw no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the threads of the screw were stripped at multiple spots. While a definitive root cause could not be determined for the stripped threads, but there is high possibility that the device might have encountered unintended forces during implantation or explantation of the screw. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: tfna screw perf l100 (part #: 04.038.200, lot #: h805327, quantity: 1). This complaint involves two (2) devices.